Event description:
During the implantation procedure of the subject device on (B)(6) 2013, it was first impossible to deliver 30 hz pacing and t-wave shock for vf induction, despite several attempts. The pocket was then closed and a new attempt was performed: a vf was successfully induced with 30 hz pacing and successfully converted with a 20 joule shock. An explanation is requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.